Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the keypad was unresponsive. It was reported that the customer has had high blood glucose levels. It was reported that the customer's blood glucose level was 612mg/dl. It was reported that the customer treated high levels with manual injections. The customer's most current blood glucose level was reported to be 288mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad traces and keypad connector was inspected, no anomalies noted. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump had minor scratches on the lcd window and cracked battery tube threads.